Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. The device powered up and functioned as normal. A ring was applied to the device and run a session with no issues. It was found during testing that whenever the device would receive a system notification/alert the device would crash and reboot. When 1000g was applied the "potential artifact alert" appeared and the device crashed. This occurred several times during testing and was repeated. The speaker was replaced. The device functions properly and is ready for use. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was not in use on a patient. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. Bmd investigation indicates that the reported issue was unconfirmed. Labeling review and risk review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the sensica device had a ring error. The watchdog caused a force power cycle and the device turned back on and started running through the setup process. The calibration step started prior to tube compliance and the screen went back to set up the process indicating to attach a ring hang bag. A blue full screen notification appeared indicating a ring malfunction. The notification had the button fix at the bottom and not the load cell overload. The ring was removed and put back on the device went back through setup and calibration and then failed again and notification reappeared. The ring was removed and replaced with a new ring. The device went through the setup process calibration and tube compliance and continued monitoring as usual. The ring believed to be defective and was available for return to service depot. Per additional information received on 23jul2021 upon discussing with the nurse using the monitor it was uncovered that the issue occurred while the patient was on a diuretic and output large quantities of urine within a short duration of time. After replacing the ring the issue occurred again right after the patient was put back on a diuretic and large quantities of urine was again output in a short period of time. The nurse then shut off the unit and proceeded with a manual monitoring for 7 hours. It was noted that upon restarting the device the ring was working again and monitoring resumed as usual. The customer was unsure whether the problem had occurred again since the monitor was still in use on the same patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sensica device had a ring error. The watchdog caused a force power cycle and the device turned back on and started running through the setup process. The calibration step started prior to tube compliance and the screen went back to set up the process indicating to attach a ring hang bag. A blue full screen notification appeared indicating a ring malfunction. The notification had the button fix at the bottom and not the load cell overload. The ring was removed and put back on the device went back through setup and calibration and then failed again and notification reappeared. The ring was removed and replaced with a new ring. The device went through the setup process calibration and tube compliance and continued monitoring as usual. The ring believed to be defective and was available for return to service depot. Per additional information received on 23jul2021 upon discussing with the nurse using the monitor it was uncovered that the issue occurred while the patient was on a diuretic and output large quantities of urine within a short duration of time. After replacing the ring the issue occurred again right after the patient was put back on a diuretic and large quantities of urine was again output in a short period of time. The nurse then shut off the unit and proceeded with a manual monitoring for 7 hours. It was noted that upon restarting the device the ring was working again and monitoring resumed as usual. The customer was unsure whether the problem had occurred again since the monitor was still in use on the same patient.